Event description:
It was reported that upon insertion of a single shot epidural procedure, the syringe broke. The event occurred in the pain clinic and the epidural was being placed in the pt's back. As a result a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned for eval.